Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 12/9/2024, it was reported by a sales representative via (B)(4) that an ar-18714-12 cortical screw broke mid-shaft. The surgeon stated that the screw disintegrated and broke like plastic. The screw was removed, and the patient was not affected. The case was delayed twenty-five minutes as the screw kept falling apart more and more during removal. The case ended successfully after the removal and insertion of another screw from the same set. This was discovered during an orif procedure on (B)(6) 2024. Additional information received on 12/17/2024: per the sales representative, x-ray images were taken; however, they were not saved. The case was delayed about twenty minutes and additional anesthesia was administered. There were no other issues with any other arthrex product during the procedure.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during insertion of the screw and/or prying/leveraging the device during insertion.